Event description:
It was reported that the pt had her fourth pump implanted in 2008. The pt's mother stated that they could now see the "pump edging" through the pt's skin. The mother stated that the area where the pt's pump was implanted had always looked red and marked. The pt was admitted to the ER in 2009 because the pump had dehisced. The hcp planned to explant the pump the next day and maintain the pt on oral medications going forward. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.